Event description:
During the prostate biopsy procedure, the physician had to guide the device using a finger. An initial biopsy was successfully taken with the physician's finger still in place. When the physician attempted to take a second biopsy, the needle passed through the prostate and through the physician's finger. The physician retracted the needle and removed the device. The procedure was aborted. The pt was reported to fine post procedure.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. For physician needle stick/puncture injury. - no allegation of any device malfunction or non conformance having contributed to the reported event. Note that there was no consequence to the pt and the injury to the physician has been coded under other. Additional info was received that the physician did not alleged any malfunction of the device had occurred causing the event. "The physician had her finger in the wrong place while performing a digitally guided biopsy." The physician did not receive any treatment for the needle stick injury. The deice will not be returned for eval.